Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ pain: unable to observe. ¿ visibility/palpability: unable to observe. ¿ rupture: observed broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side "implant recalled, extreme breast pain and confirmed rupture." Patient later reported "tight squeezing" and "change in shape". Explanting physician additionally reported "rupture and capsular contracture, baker grade iii diagnosed via ultrasound and MRI." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-22562. A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii and device rupture

Event description:
Patient reported right side "implant recalled, extreme breast pain and confirmed rupture." Patient later reported "tight squeezing" and "change in shape". Explanting physician additionally reported "rupture and capsular contracture, baker grade iii diagnosed via ultrasound and MRI." The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported right side "implant recalled, extreme breast pain and confirmed rupture." Patient later reported "tight squeezing" and "change in shape". Explanting physician additionally reported "rupture and capsular contracture, baker grade iii diagnosed via ultrasound and MRI." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Corrected data: the g.3. Aware date in the initial emdr should have been listed as 28mar2025.